Event description:
It is reported that upon opening, the lag screw peel pack was cracked and open inside packaging.

Manufacturer narrative:
Evaluation summary: at returned, the box was opened. A dent was present on the inside of the box that correlated with the crack in the outer plastic cavity that was inside the box. A crack was present in the outer plastic cavity. The broken piece was only held onto the remainder of the box by the lid that had been heat sealed onto the plastic. This indicates that the plastic piece was broken after the heat seal was applied. The inner cavity appeared to be intact and sealed. This would indicate that the sterility of the implant within the inner cavity was maintained. Based on review of the returned product, it is likely that the box would have been dropped in transit. An exact cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated.